Manufacturer narrative:
Based on the information provided, a general reagent problem has been excluded since calibration and qc were acceptable. Since the service actions resolved the problem, the investigation determined the event was consistent with a maintenance issue.

Manufacturer narrative:
The field service representative (fsr) cleaned various instrument parts, purged the cell washing system and replaced other relevant parts. The customer has not complained of any further issues. Calibration and qc for gluc3 were acceptable. During a review of the reaction monitor data, issues were observed with the initial run data. The reaction monitor data for the repeat testing showed no issues. The investigation is ongoing.

Event description:
The initial reporter was having qc issues with multiple tests on the cobas pro c 503 analytical unit and decided to repeat 10 patient samples on their back up cobas integra 400 plus analyzer. During repeat testing, discrepant high results for 2 patient samples tested for glucose hk gen.3 (gluc3) were identified. The customer had no qc issues with gluc3. Patient 1 (ID (B)(6) initial result from the c503 unit was 141 mg/dl. The repeat from the integra 400 plus instrument was 80 mg/dl. The repeat from the c503 unit was 81.6 mg/dl. Patient 2 (ID (B)(6)) initial result from the c503 unit was 150 mg/dl. The repeat from the integra 400 plus instrument was 99 mg/dl. The repeat from the c503 unit was 95.4 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 47844301 with an expiration date of 31-aug-2021.